Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, generator interface board, and the central processing unit were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a generator error message. No patient injury was reported.